Event description:
The account alleged the brakes will not hold. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster, the brake steer caster and the brake mechanism assembly to resolve the issue.